Event description:
It was reported that the battery gauge was intermittently fluctuating which resulted in the pump shutting down. Additionally, it was reported that the insulin gauge was intermittently inaccurate. Customer loaded a new cartridge to resolve the issue. Customers blood glucose level ranged from 100-200 mg/dl. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.